Event description:
A caller reported damage to the pump housing and usb port, which affected the ability to charge the pump. However, the pump did not shut down due to this issue. There was no reported impact to the customer¿s blood glucose level. Tandem technical support resolved the issue by sending a replacement pump and instructed the customer on how to put the current pump into storage mode and return it using a pre-paid label. The customer understood and acknowledged all instructions.